Manufacturer narrative:
Unit received with intermittent buttons due to moisture damage at keypad traces. Unit power up properly after battery installation. Unit received with operating currents within specification. No unexpected low battery, weak battery alarms, or off no power anomalies were noted. Unit passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window, reservoir tube, reservoir tube window corners, reservoir tube window, reservoir tube lip and battery tube threads. Unit received with broken belt clip slot, minor scratched lcd window, stained endcap sticker, and slightly corroded battery tube. (B)(4).

Event description:
The customer's mother reported via phone call that the up arrow on the insulin pump was sometimes unresponsive. The insulin pump alarmed motor error. They were able to complete the rewind sequence. The displacement test and manual prime were successful and the motor error alarm did not recur. The alarm was caused by a connection issue. The insulin pump alarmed weak battery and off no power. Customer's blood glucose was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.